Event description:
A customer reported to baxter (B)(4) a clearlink chemotherapy administration set in which the principal clamp, downstream of the set, did not close completely. This resulted in a leak of an unknown chemotherapy drug. There was a patient involved. However, there were no reports of patient injury, adverse events, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number.